Event description:
It causes many problems. My periods are unpredictable if they come at all. Missed periods. Bloating. Frequent urination. Pain when having intercourse and bleeding. Extreme fatigue, I was a happy healthy active person prior to essure, now I'm so tired if I sit down I fall asleep and that's so uncool with an active (B)(6). Pain, I take high doses of ibuprofen every morning just to get through my dad. My hair falls out a lot more than it used to. My skin has changed, it looked horrible now and I had great skin before not one blemish and now I have them all the time. (B)(4).

Event description:
(B)(4). Essure has caused severe weight gain. I have gained over 100 pounds since it was placed and no matter what I do I just keep getting larger and larger. I look seven months pregnant everyday of my life. I used to have a severe metal allergy but since having essure placed that has become an extreme allergy. I now sunburn from being out in the sun for practically no time at all, I was out in it for one hour yesterday and I am burnt, I never used to get a sunburn being out in the sun all day before essure. I get a ripping and burning sensation in my lower abdomen if I move to fast, climb up stairs, or even laugh too hard. I have had a total of two miscarriages of false pregnancies, meaning there was a gestational sac but no actual baby. I get frequent migraines everyday. Essure has in short ruined my life.